Manufacturer narrative:
This event is currently under investigation. A follow-up report will be generated upon the completion of the investigation.

Event description:
An international customer opened the device package and tested the device prior to patient contact. The customer actuated the basket once, at which time the basket tip was unable to close completely. So he replaced it with another one and the procedure was completed with another product. The patient did not experience any adverse events as a result of this event.

Manufacturer narrative:
Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. One device was returned for investigation. The device was returned with the unidex handle (udh) and basket formation in the closed position. A visual examination noted the support sheath is bowed in appearance. A functional test was performed and the udh actuated the basket formation to the open and closed positions. A visual examination noted a kink in the basket sheath 18.5 cm from the distal tip. A review of non-conformances revealed no non conformances related to this work order. Based on the provided information a definitive root cause cannot be established or reported at this time.